Manufacturer narrative:
This failure occurred over 1 year post-op; fusion likely occurred, but failure led to additional revision surgery which would classify this event as a serious injury per FDA draft guidance.

Event description:
Screw fracture requiring revision surgery.